Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred. Additionally, the customer observed air bubbles in the patient line. Customer primed air and loaded a new cartridge successfully. Blood glucose was 245-338 mg/dl.